Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following a review of this complaint file (customer confirmed that they are not sure of the lot number and two potential lot numbers are provided c2037027 and c2027229) on 12-sep-2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Additional information was received which clarified that the fragment of the pancreatic stent discovered in (B)(6) 2024 belonged to the same pancreatic stent that was removed in (B)(6) 2024. Clarification was received from the customer that c2027229 was the correct lot number from which the complaint device originated. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for the gepd-5-5 device of lot number c2027229 did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review historical data: a review of the manufacturing records for the gepd-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2027229. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the pancreatic stent being damaged and unable to remove it intact via upper gastrointestinal endoscopy resulting in the cascading effects of fragments of the stent remaining behind. Additional information in the patient/event notes under q.21 confirmed that the device was broken. As per input received from our medical advisor, this would indicate that the stent broke during retrieval and whilst some of the broken sections of the stent were retrieved, there were fragments that remained. If a fragment of the stent was left in the patient, it would not be considered a successful removal, and the user should have checked the integrity of the stent after the initial removal. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, it was discovered that a fragment of the pancreatic stent had migrated to the head of the pancreas. Confirmed quantity of 1 device, confirmed used. According to the initial report, additional attempts via surgical intervention to remove the broken stent had to performed. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the pancreatic stent being damaged and unable to remove it intact via upper gastrointestinal endoscopy resulting in the cascading effects of fragments of the stent remaining behind. Additional information in the patient/event notes under q.21 confirmed that the device was broken. As per input received from our medical advisor, this would indicate that the stent broke during retrieval and whilst some of the broken sections of the stent were retrieved, there were fragments that remained. If a fragment of the stent was left in the patient, it would not be considered a successful removal, and the user should have checked the integrity of the stent after the initial removal.

Event description:
A supplemental correction report is being submitted following additional information received on 10-dec-2025 confirming the lot number related to the device in question for this file.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Additional information was received which clarified that the fragment of the pancreatic stent discovered in (B)(6) 2024 belonged to the same pancreatic stent that was removed in (B)(6) 2024. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the pancreatic stent being damaged and unable to remove it intact via upper gastrointestinal endoscopy resulting in the cascading effects of fragments of the stent remaining behind. Additional information in the patient/event notes under q.21 confirmed that the device was broken. As per input received from our medical advisor, this would indicate that the stent broke during retrieval and whilst some of the broken sections of the stent were retrieved, there were fragments that remained. If a fragment of the stent was left in the patient, it would not be considered a successful removal, and the user should have checked the integrity of the stent after the initial removal. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, it was discovered that a fragment of the pancreatic stent had migrated to the head of the pancreas. Confirmed quantity of 1 device, confirmed used. According to the initial report, additional attempts via surgical intervention to remove the broken stent had to performed. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the pancreatic stent being damaged and unable to remove it intact via upper gastrointestinal endoscopy resulting in the cascading effects of fragments of the stent remaining behind. Additional information in the patient/event notes under q.21 confirmed that the device was broken. As per input received from our medical advisor, this would indicate that the stent broke during retrieval and whilst some of the broken sections of the stent were retrieved, there were fragments that remained. If a fragment of the stent was left in the patient, it would not be considered a successful removal, and the user should have checked the integrity of the stent after the initial removal.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24 oct 2025 and receipt of additional information on 1 oct 2025, 10 oct 2025. 1. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Ans. The guide is 0.035. 2. Was the wire guide lubricated prior to use? Ans. Yes. It was lubricated with water. 3. Was the wire guide inspected for damage prior to use? Ans. Yes. The guidewire is routinely removed from the protective system prior to use during the endoscopic retrograde cholangiography procedure, which allows for evidence of any damage. 4. Was the device at the centre of the complaint inspected for damage prior to use? Ans. Yes. The pancreatic stent is advanced through the hydrophilic guidewire prior to its introduction into the duodenoscopy team's working channel, which allows for detecting any damage to the stent. 5. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Ans. Yes. 6. If yes please indicate the type of procedure performed. Ans. An attempt was made to access the bile duct using a double-wire technique, but the bile duct was not successfully accessed. The pancreatic stent was placed before performing the pre-cut with a needle papillotome. Once the bile duct was accessed, the papillotomy was extended with an arch papillotome. 7. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 8. If not with the device in question, how was the procedure finished? An attempt was made to access the bile duct using a double-wire technique, but the bile duct was not successfully accessed. The pancreatic stent was placed before performing the pre-cut with a needle papillotome. Once the bile duct was accessed, the papillotomy was extended with an arch papillotome. 9. What intervention (if any) was required? Ans. An attempt was made to access the bile duct using a double-wire technique, but the bile duct was not successfully accessed. The pancreatic stent was placed before performing the pre-cut with a needle papillotome. Once the bile duct was accessed, the papillotomy was extended with an arch papillotome. 10. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Ans. Another day. 11. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Ans. No. 12. Had a sphincterotomy been performed prior to this occurrence? Ans. Yes. Biliary access was attempted using a double-wire technique, but was unsuccessful. The pancreatic stent was placed before performing the pre-cut with a needle papillotome. Once the bile duct was accessed, the papillotomy was extended with an arch papillotome. 13. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Ans. Therapeutic video duodenoscope 180 is manufactured by olympus. The working channel size is 4.2 mm. 14. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Ans. No. 15. How did the physician deal with this resistance? Ans. The device was removed with an asa, which was pulled routinely through the working channel in an attempt to remove the device endoscopically. 16. Was the stricture dilated prior to placing the device? Ans. No. No stenosis was evident before placing the device. 17. Was resistance encountered when advancing the stent through the obstructed area? Ans. No. 18. After placement, was stent position verified? Ans. Yes. 19. If yes, please describe how. Ans. By endoscopic vision and by fluoroscopy during the initial endoscopic retrograde cholangiography procedure. 20. Please estimate the amount of time the stent was in place prior to this occurrence. Ans. The pancreatic stent was placed during the initial endoscopic retrograde cholangiography procedure on (B)(6) 2023. The pancreatic stent was removed via upper gastrointestinal endoscopy on (B)(6) 2024. 21. Was the broken device retrieved? Ans. Yes. 22. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): ans. Handle. 23. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) Ans. No. 24. If yes, please indicate what modifications were made: ans. No changes were made. 25. Please indicate why the modifications were necessary. Ans. No changes were made. 26. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Ans. No other endoscopic accessories came into contact with the stent or the delivery system. As per customer, the lot number is not confirmed, two lot numbers provided c2037027 and c2027229. ¿ the description ¿in (B)(6) 2024 states that an attempt was made to remove the biliary stent¿, could you confirm whether this refers to the removal of the pancreatic stent or a separate plastic biliary stent? Can you please provide the device name? Ans. It refers to the removal of the cook brand pancreatic stent, reference gepd-5-5. ¿ "in (B)(6) 2024, the pancreatic stent was successfully removed without complications. However, in (B)(6) 2024, a fragment of the pancreatic stent was discovered in the head of the pancreas." Could you clarify if this fragment is from the same pancreatic stent removed in january, or if it could be from another pancreatic stent entirely? Ans. The fragment belongs to the same pancreatic stent removed in (B)(6) 2024. ¿ can you provide more information about the ¿fragment¿ of the stent that migrated to the pancreas? Specifically, which part of the stent (e.g., flaps) migrated to the head of the pancreas? Ans. We're consulting with the organization to obtain specific information; as soon as we have it, we'll let you know.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In (B)(6) 2024, the pancreatic stent was successfully removed without complications. However, in (B)(6)2024, during an attempt to remove the biliary stent, it was discovered that a fragment of the pancreatic stent had migrated to the head of the pancreas, making it impossible to remove. Since then, four additional attempts have been made to remove it, the most recent on (B)(6) 2025, using pancreatoscopy, all without success. Subsequent MRI showed pancreatic atrophy, possibly secondary to the presence of the device fragment. Device remain inside patient = it has not been possible to remove it. Additional procedure = four additional attempts have been made to remove it, the most recent on (B)(6) 2025, using pancreatoscopy, all without success. Adv effects due to product = pancreatic atrophy, this is reported by hospital as seen in an MRI.